Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 04/10/2018. The patient believes the device shut off by itself was on (B)(6) at their doctor¿s office. The manufacture representative (rep) told them the unit had turned itself off. They were unaware. The unit has since turned itself off numerous times, changed into a foreign language on its own, and went into MRI mode one night by itself. They made their doctor and rep aware that day and each day after when it did. They also called patient services. They have called patient services each and every time it malfunctions. The patient stated that needless to say they are not happy with this unit¿s performance. Although when it stays on it does do the job. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the last time the patient called the device had been turning off on its own at night and going down to 0. The caller tried leaving it on for two nights in a row and the device would reduce down to 0 in the morning. The caller stated that the next night the caller turned the as off and they checked the controller the next morning and the patient's settings were still there. The caller stated that turning as off allowed the patient to stay at 3.0 and the patient was no longer in pain when they woke up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and their friend/family member reporting that they think their device was malfunctioning. They stated that their device was turning down to 0v on it own, when they were sleeping at night, which caused them extreme low back pain. It was confirmed that this had already been reported. The patient stated that their husband confirmed that their stimulation was turned off and they experienced low back pain when they tried to get out of bed. They stated that the stimulation reset to 0v, but their husband was able to turn it back on before they got out of bed so the pain wasn¿t so bad. They stated this occurred on (B)(6) 2018. They stated that last night they did check the adaptive stimulation (as) feature and it was on. They stated that they increased stimulation and went to bed. They stated that the patient was lying on their left. They later stated they went back and checked it again and it was back to 0v and the patient was on their stomach. They confirmed they did meet with a healthcare provider (hcp) and a manufacturer representative (rep) around the 15th, but the rep didn¿t have any real explanation as to why the stimulation did this. The patient does have adaptive stimulation. They were redirected to follow up with their hcp and it was reviewed that it was possible this was related to the way the patient¿s as was programmed. They recommended trying to turn as off for a few nights to see if the stimulation does not change to 0v. They reviewed if it seemed to stay at a constant stimulation level then focusing on the as may be the next step. They stated the patient¿s next appointment with their hcp was in about a month. Low back pain was reported. The patient indicated that the hcp had been really good at addressing these problems. Additional information was received from the rep on (B)(6) 2018, reporting that the patient left a message on their voicemail that the stimulator shut off by itself again during the night and they stated they called patient services. There were no external factors that may have led or contributed to the issue. The device was interrogated by another rep on (B)(6) 2018 after the patient¿s prior complaint of the device shutting off by itself. Per the rep, nothing abnormal was found. No actions were taken to resolve the issue and the issue was not resolved. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's ins has been shutting off by itself. It first occurred shortly after implant in (B)(6) 2018. The patient did not believe they turned it off themselves. At the patient's first follow up appointment the patient informed their doctor of it and had informed a manufacturer representative (rep) as well. The patient was able to turn the ins back on. Later on (B)(6) 2018, the patient started feeling bad back pain. They went to check their controller, which showed the stimulation was off a second time, and the voltage was at 0.0 volts when it had been set at 2.0 volts. The adaptive stimulation (as) was also found to be off. It occurred a third time on (B)(6) 2018. The patient was experiencing discomfort again so they checked their stimulation level and found the ins to be off again. The stimulation was at 0.0 volts but it had been set at 2.0 volts. The as was found to still be on the third time this happened whereas the first two times it was found to be off. It was noted the ins had never depleted and the patient doesn't touch the stim on/off button at the top of the controller, and keeps the controller in the case because they rarely check their ins. It was reviewed which buttons on the controller the patient should be using to pull up settings. The caller stated the patient's device needed to be checked and said the patient was scheduled for an appointment with their doctor on (B)(6) 2018. They were redirected to discuss with the doctor and to request a manufacturer representative (rep) be present for that appointment to pull up the on/off log for the ins. Additional information was obtained from the rep on (B)(6) 2018. The rep confirmed they were not made aware of any of the reported information until they spoke with the patient on march 2, 2018. The patient also met with another rep on march 14, 2018 and the device was confirmed to be "fine". No further complications were reported or anticipated.